Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella rp flex with smart assist system with automated impella controller instructions for use & clinical reference manual. Section: potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿

Event description:
The complainant reported an impella rp flex was implanted in a patient for mechanical circulatory support and during the implant, a dissection of the left internal jugular occurred while advancing the sheath. Access was changed to the right femoral vein. A mattress suture was placed and the impella sheath was advanced without an issue. The pigtail catheter was used to access the pulmonary artery, and the impella rp flex was placed without an issue and slowly ramped up to performance level p-8. The sheath was removed and extra mattress suture placed for hemostasis. Pressors were started to be weaned down. No bleeding or hematoma was noted and the patient's hemodynamics remained unchanged. The patient was transferred to the unit in stable condition. Three days later, it was noted that the patient went into atrial fibrillation with rapid ventricular response and was started on amiodarone. The patient continued on the impella mcs for an additional five days before being successfully weaned. The device was explanted with hemostasis achieved and outcome was survived.

Manufacturer narrative:
The investigation of vascular damage - peripheral vessel and vf/vt/af/at has been completed. The impella device was not returned for evaluation. Vt/vf : as the necessary information was not provided, the root cause of the vt/vf was not determined. Vascular damage - peripheral vessel : the root cause of the vascular damage issue was most likely use related, the physician chose to advance sheath over standard j wire (non-abiomed product) and wire buckled when advancing. No blood returned after. The sheath was pulled back some and blood returned, but the physician chose to remove sheath and close the site.